Event description:
Information received by medtronic indicated that the customer had received battery failed alarm in the insulin pump. Customer stated the contacts on the battery cap were not missing or damaged. Customer stated battery compartment and spring were neither damaged nor corroded. The customer was assisted with troubleshooting and issue resolved. No harm requiring medical intervention was reported. Troubleshooting was performed and issue was resolved. The product will not be returned for the analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.